Event description:
The emt was removing a ferno proflexx 93-p stretcher from the ambulance when the legs did not lock, causing the stretcher to collapse to the ground. There was no patient on the stretcher at the time of the incident, but the emt unloading the stretcher sustained a left shoulder injury. The emt was treated at emergency room and released.

Manufacturer narrative:
Stretcher was operated by factory personnel and alleged incident could not be duplicated.